Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test at 0.08710 inches. The drive support was inspected and no anomaly was noted. Unit received with intermittent esc button due to flattened dome switches (no crease). No unlocked j2/lcd keypad connector. Unable to download to carelink, problem was isolated to the m/b. Unit received with cracked case at the battery tube threads. Unit received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer began experiencing high blood glucose one year prior, beginning on (B)(6) 2017. The customer's blood glucose rose to between 400 mg/dl and 500 mg/dl. Customer did not have any symptoms of high blood glucose. Customer's current blood glucose was 87 mg/dl. The customer also reported a flush drive support cap and unresponsive buttons on the insulin pump. In addition, the customer also experienced low blood glucose and was hospitalized on (B)(6) 2018, for low blood glucose. Blood glucose reading was 32 mg/dl at the time of admission. Customer was treated with sugar water intravenously. The insulin pump will be returned for analysis. Frn-mmt-326-reservoir.